Manufacturer narrative:
Manufacturing review: a review of the mfg. Lot build database for the two reported d1000 tego connectors was performed. The results recorded lot# 3340888 (mfg. 10/2016) showed (B)(4) units; lot# 3491458 (mfg. 07/2017) showed (B)(4) units were all mfg. Tested inspected and released. There were no exception documents generated during the lot builds.

Event description:
Int'l. (B)(6) complaint received reporting leakage issues with use of unspecified dialysis set-up and d1000 tego connectors. The initial information received reports "tego needless connectors found to be allowing leakage of blood from the patient's renal dialysis catheter ... During initiation of haemodialysis session on five patients in the unit between yesterday and today, the tego needleless connectors were found to be allowing blood to leak through which should not happen under normal circumstances. There has been no injury to the patient .... ". Follow up from the (B)(4) distributor described the issue as "..blood has been noted to leak through the tego cap immediately after you draw blood when checking for clots during rdc connections." The tego manufacturer has requested additional event/device usage information as well as the return status of the involved devices/set-ups. As of the date of this submission the facility has not responded.